Event description:
In this event, it was reported that while using an atc handpiece, a patient developed soft tissue air emphysema. The doctor administered amoxicillin. The swelling was reported to have resolved.

Manufacturer narrative:
The returned handpiece was evaluated and found to be in specification. Furthermore, follow-up with the doctor revealed that lacerated tissue could have been exposed as the doctor was working on a class 5 restoration with gingival erosion and the work area was infectious. Per the dfu, the atc handpiece should not have been used for such a procedure. However, because this event necessitated in medical intervention, it is reportable per 21 cfr part 803.